Event description:
Pt reported that new cadd legacy cassette she is using started to leak medication from pouch into plastic cassette. Advised to redo another cassette. See if that happens, pt did not suffer as a result, noticed when mixing remodulin. Obc to pt, had to leave message, could not confirm sn of cassette, not sure if pt discarded the defective cassette. No further info available. Dose or amount: 1, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018. Diagnosis or reason for use: pah.